Event description:
It was reported that the rn called inquiring on time it takes altrix to change patient temperature on auto max. Rn concerned patient temperature remained 0.3 degrees off target temperature. Rn did note a sheet between the patient (a baby) and the cooling mattress. Target temperature 33.5, patient temperature 33.2. No adverse consequences or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Based on information provided, it was determined that the temperature not warm enough condition was not due to a component level malfunction. The device controls patient temperature within 0.3 deg from the target temperature and the sheet between the warming blanket and patient likely impacted the unit's ability to warm the patient to the target temperature.

Event description:
It was reported that the rn called inquiring on time it takes altrix to change patient temperature on auto max. Rn concerned patient temperature remained 0.3 degrees off target temperature. Rn did note a sheet between the patient (a baby) and the cooling mattress. Target temperature 33.5, patient temperature 33.2. No adverse consequences or clinically relevant delay in treatment was reported.